Manufacturer narrative:
H.6. Investigation: a complaint of a set breaking was received from the customer. A photo was provided for investigation. In the photo, the separation was observed to be separated during the infusion. The customer complaint was confirmed. A device history record review could not be performed on model 2477-0007 because a lot number was not provided by the customer. A root cause could not be determined as a sample was not returned.

Event description:
It was reported that as lvp bld180m 15d ss tubing set broke. The following information was provided by the initial reporter: it was reported by the customer that the tubing set broke.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp bld180m 15d ss tubing set broke. The following information was provided by the initial reporter: it was reported by the customer that the tubing set broke.